Manufacturer narrative:
6949 implantable tachy lead, 2005 (B)(6), 4194 implantable pacing lead, 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient had (B)(6). Drainage from the device site, hematoma, fever and positive (B)(6) were noted. Antibiotics were administered and the entire system was later explanted and not replaced. The patient was enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was further reported that a new system was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.